Event description:
Could not bend left knee [joint range of motion decreased]. A lot of pain in both knees [arthralgia]. Left knee swelling [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2009 from a healthcare provider regarding a (B)(6) female pt with a history of degenerative joint disease and previous synvisc injections in 2007, initials (B)(6), who experienced a lot of pain in both knees, could not bend her left knee, left knee swelling and knee effusion after starting synvisc. The pt received synvisc injections into (an) unspecified location(s) on (an) unspecified date(s) in 2007. The pt received injections of synvisc into both knees on (B)(6) 2009. The reporter stated that the pt indicated that she experienced a lot of pain in both knees after her second synvisc injections. She received her third set of injections as scheduled on (B)(6) 2009. On (B)(6) 2009, she returned to the doctor's office and complained that she cold not bend her left knee which had a lot of swelling and was very painful. The physician aspirated 15 cc of fluid for which cultures are pending. The pt was given a cortisone injection on (B)(6) 2009 to relieve her symptoms. The outcome of the pt was unk at the time of this report. The lot number was reported to be y0732 and the expiration date was 11/2010.